Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the respiratory procedure, the surgeon inserted the device to the surgical field and clamped the tissue of lung and fired the device successfully. Then the surgeon tried to open the jaws, however it could not. The physician removed the cartridge from the tissue by force and took the device out of the surgical field. They tried to remove the cartridge from the handle, however could not. No harm was caused to the patient.